Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was properly implanted on (B)(6) 2020. On (B)(6) 2020, before patient¿s discharge, an interrogation of the pacemaker was attempted without success. A few hours later, a second interrogation attempt was performed with the same programmer and normal functioning of the pacemaker was observed. Preliminary analysis revealed that the observed issue resulted from telemetry errors, most probably caused by a wrong positioning of the inductive programming head over the implant site. No issue is suspected on the pacemaker. In addition, non-physiological signals were observed on the atrial channel in the recorded episodes, most probably resulting from an atrial lead issue or a lead/pacemaker connection issue at the atrial level.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was properly implanted on (B)(6)2020 . On (B)(6)2020 , before patient¿s discharge, an interrogation of the pacemaker was attempted without success. A few hours later, a second interrogation attempt was performed with the same programmer and normal functioning of the pacemaker was observed. Preliminary analysis revealed that the observed issue resulted from telemetry errors, most probably caused by a wrong positioning of the inductive programming head over the implant site. No issue is suspected on the pacemaker. In addition, non-physiological signals were observed on the atrial channel in the recorded episodes, most probably resulting from an atrial lead issue or a lead/pacemaker connection issue at the atrial level.